Event description:
It was reported that they experienced high blood glucose level. Blood glucose reading was 29 mmol/l at the time of event. Customer treated high blood glucose with insulin pen. Customer current blood glucose was 18.1 mmol/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.